Event description:
It was reported that a spectrum pump did not display a loading prompt when the door was opened. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device would not display loading prompt when door was opened. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an upper latch switch not working as intended. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.